Manufacturer narrative:
Investigation pending.

Event description:
While perform a plif revision surgery, the prongs of the open screwdriver broke while attempting to remove the closure tops. The fragments of the driver were removed from the patient. The surgical delay was 5 minutes. There was no reported injury to the patient.